Manufacturer narrative:
The work order passed and no failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that three different series' associated with their patient were all reconstructing with the reference frame oriented on the side of the model head. When user tried correcting the orientation, it would show up on the forehead but be embedded in the model. This occurred intra/peri-operatively with no delay to surgical time. The surgeon wasn't originally planning on using navigation, so the case was completed without it. There was no reported impact on patient outcome.